Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement, the distal end of the catheter was allegedly fractured and migrated and lodged into right cardiac ventricle. It caused ventricular extrasystoles justifying antiplatelet therapy. Catheter was removed by surgical intervention. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: one titanium implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Multiple partial compound breaks were noted on the attached catheter approximately 2.9cm, 10.1cm and 10.7cm from the distal end of the cath-lock. Multiple splits were noted on the attached catheter approximately 0.7cm and 4. 7cm. A complete compound break was noted on the distal end of the catheter. The distal catheter segment was not returned. The edges of the splits (0.7cm) on the attached catheter were noted to be uneven. The edges of the partial compound break (2.9cm) on the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the split (4.7cm) the attached catheter was noted to be uneven. The surface was noted to be round/smooth in the other both regions. The edges of the partial compound break (10.1cm) on the attached catheter were noted to be jagged. The surface was noted to be round/smooth in both regions. Small splits were noted on the border of both regions. The edges of the partial compound break (10.7cm) on the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Small splits were noted on the border of both regions. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. A split was noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified naturally worn and deformation issues. However, the investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the event reported was unknown and no evidence to confirm the reported migration was provided for review. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: d4 (medical device expiration date), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement, the distal end of the catheter was allegedly fractured and migrated and lodged into right cardiac ventricle. It caused ventricular extrasystoles justifying antiplatelet therapy. Furthermore, the catheter was removed by surgical intervention. The current status of the patient was unknown.